Event description:
"During implantation, it was found that the guide wire could not be removed, and after intervention and cardiovascular medicine, it was removed through the femoral vein using a capture device.the patient experienced mild pain after surgery."

Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. Device history record: the batch record file, number (B)(4) was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection/process steps. No other complaint was reported on the batch released in april 2024. Summary of investigation: pictures of the involved device was transmitted. However, no sample was returned for investigation. Picture review: the guidewire is bent and broken. Blood traces are visible. Raw material historical review: the supplier documentation of the j-guidewire batch(es) included in the device kit was verified: it is compliant with the defined specifications. It is worth noting that our supplier performs: a 100% visual inspection of j-guidewires during their loads in dispensers. -a final-controlled based on ansi/asqc z1.0 requirements. Then, guidewires are not directly manipulated during their insertion into the kits, and nothing could explain the observed defect. Complaints database review: the complaint data base was verified: no increasing trend for this type of incident has been highlighted. Root cause without the involved sample, no root cause can be identified. However, the observed defect is known. The damage of the j-guidewire can result of an incorrect handling. The guidewire is supple and must be manipulate with care. It can be bent during insertion in patient or when the guidewire is removed through the puncture needle. To avoid this type of issue, the IFU specifies: never withdraw the j guidewire through the seldinger needle to prevent shearing of the guidewire, to remove the guidewire and the dilator together, to not remove the guidewire through the dilator as this may result in the guidewire unravelling. Conclusion: no thorough investigation can be performed without the concerned sample. If sample become available in the future, this complaint will be reopened. It is worth noting that: this type of incident is very rare ((B)(4)). No other similar complaint was received for this batch of kit. The batch records review has not revealed failure during manufacturing. The IFU give recommendations to avoid this type of event. No actions plan is foreseen at that time.